Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastipak¿ syringe with needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: 6 packages with small spots on the syringe.

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual inspection, foreign matter on the barrel is observed. Foreign matter is identified as ink. Retention samples from lot 0315944 were evaluated, no defects or issues observed. Based on the quality team¿s investigation, the root cause of the foreign matter can be traced to the manufacturing process. During review of the process overflow of ink causing the foreign matter. Adjustment were made to address foreign matter. As this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed at this time for mixed product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 6 bd plastipak¿ syringe with needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: 6 packages with small spots on the syringe.